Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery error alarm or motor error alarm were noted. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that customer experienced a motor error alarm. Customer's blood glucose was 598 mg/dl, which was treated with three manual injections. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.